Manufacturer narrative:
The titanium hexed screw was received. The screw thread and hex has normal wear. The screw is in functional condition and this complaint is un-confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed.

Event description:
The dentist reported the crown came off and when they checked they realized the screw was broken.